Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented for a routine follow-up after receiving several inappropriate atp therapies for a supraventricular tachycardia rhythm classified a vt-2. Programming changes were made to the parameter settings. No reported instances of inappropriate therapy. No adverse consequences were detected.